Manufacturer narrative:
Follow-up # 1 - 1/28/2015 - retain evaluation. Lifescan (lfs) has requested return of the subject product(s) for evaluation, however since the test strips have not been returned retains ahve been tested.the retain test strips failed the performance testing with blood and were found to be have high precision at 100mg/dl.

Event description:
On (B)(6) 2014 the reporter contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch verio iq meter read inaccurately high compared to their feelings and/or normal results. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter alleged that the product issue began at 6pm on (B)(6) 2014. The patient reportedly obtained a blood glucose result of ¿57mg/dl¿ on the subject meter. The patient manages their diabetes with self-adjusted insulin. The reporter stated that the patient did not take any action in response to the alleged inaccurate reading. The patient reportedly developed symptoms of ¿weak and almost fell into a coma¿ a few minutes after the alleged product issue began. The patient reportedly immediately self-treated these symptoms with food and/or drink. The reporter stated that the patient tested their blood glucose on a onetouch ultra easy meter around the same time and obtained a reading of ¿20mg/dl¿. At the time of troubleshooting the csr verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of severe hypoglycemia after the alleged inaccuracy began.

Manufacturer narrative:
Follow-up # 2 ¿ (02/18/2015). The patient¿s test strips #3697432 have been returned on 2/6/2015 and evaluated by lifescan product analysis on 2/6/2015 with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where error 4 was observed during control solution tests. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.